Manufacturer narrative:
Clarification to patient information- date of birth: unknown day and month, year: 1945. (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported, right-side rupture. Device has been explanted.

Event description:
Patient reported, right-side rupture. Device has been explanted.

Manufacturer narrative:
Photo analysis results: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Lymphadenopathy and silicone migration are physiological events and cannot be determined by the photos provided. It is not possible to determine the lot number or catalog through the photos provided. It cannot be determined which device is for the left or right side per the photos provided. Additional, corrected and/or changed data:

Event description:
Patient reported right side rupture. Later healthcare professional reported "ultrasound showed that implants most likely were ruptured, and it also found silicone in lymph nodes in axillae". Device has been explanted.